Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a bent main tube. The bending damage is located at the proximal end of the main tube. Components adjacent to this bent main tube do not show damage. The complaint regarding the damaged shaft of instrument was confirmed by failure analysis. Common causes of the failure mode bent instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors had a damaged shaft. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: this instrument was not used in the surgery. The scrubbed care team member attempted to apply to sp scissor tip to the mcs sp instrument but was unable to make a secure section. They were able to determine that the instrument¿s tip insides where ball & socket attach was bent/damaged. We obtained another instrument & proceeded with the case. No issues, no delays.